Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip, the clip was unable to pass establish final arm angle test (efaa) as it opened up 180 degrees continuously. The clip was replaced with another device to complete the procedure. The tr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.